Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Date of event is unknown. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient stopped charging their ipg as instructed and the ipg became inoperable as a result. In turn, surgical intervention was undertaken wherein the ipg was explanted.